Manufacturer narrative:
Additional information: this article was found to be previously reported in an individual 3500a regulatory report number 3002648230-2014-00223, which was submitted in a timely manner on (B)(6) 2014.

Event description:
Miyazaki smd, ichihara n, iesaka y. Pulmonary vein stenosis after cryoablation using 28-mm second-generation balloon. Journal of cardiovascular electrophysiology. 2015;26(5):570-571.

Event description:
Literature: miyazaki smd, ichihara n, iesaka y. Pulmonary vein stenosis after cryoablation using 28-mm second-generation balloon. Journal of cardiovascular electrophysiology. 2015;26(5):570-571. The literature publication reports the following patient complications: one patient with pv stenosis post ablation.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Follow up will not be conducted at this time.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pulmonary vein stenosis after cryoablation using 28-mm second-generation balloon. Journal of cardiovascular electrophysiology. 2015;26(5):570-571. (B)(4).